Event description:
The patient informed the mas that he has had this meter for about a year. He stated that about 2 months ago, the battery "started dying" and this is when he had also noticed the decimal point (only once). He did not know that the battery needed to be replaced. He stopped using the meter after that day until february 5, 2006. On that day, he was feeling "bad, like the blood sugars were high". He attempted to test his blood glucose on the subject meter, but the meter wa "completely dead" and would not power on. He was taken to the hospital where the hospital meter result was 639 mg/dl. He was administered insulin through the IV and admitted to the hospital for 3 days with the admitting diagnosis of hyperglycemia. During the two months that he did not test his blood glucose levels on the reported meter, he had continued to take his set amount of oral medication (glucophage 1 pill/day) and did not deviate from that. Post release from the hospital, his regimen was increased to glucophage 2 pills/day and amaryl 2 pills/day. The patient also replaced the battery in the meter after his initial call to lfs and the meter powered on. The patient has been using the subject meter until he receives the replacement. This complaint is reported because although the patient did not test on the reported meter for 2 months, he had attempted to test on the meter at the time of concern, where the meter did not power on and failed to provide a result. Two months prior to that, the meter was also in the wrong unit of measurement (however, the one touch ultra meter is exempt by the remedial action for problems with inadvertent change in units of measure date, 12/29/05). The patient experienced symptoms and was hospitalized for hyperglycemia and received treatment intravenously. A replacement meter, control solution, and test strips were sent to the lay user/patient.